Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to performed displacement due to motor error alarms. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during rewind. Customer stated that it cleared all the settings and it is stuck in the rewind sequence. Device was not exposed to a magnetic field. Customer does use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 124 mg/dl. Nothing further reported.